Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in a secondary procedure. It was stated that the patient had glare. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed that the lens was cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the returned lens, not further analysis was possible. The manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this production order were received to date. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.